Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) is displaying an inflation error. There was no patient harm reported.

Manufacturer narrative:
It was reported that during transport a patient the cardiosave intra aortic balloon pump (iabp) unit was displaying an inflation error. There was patient involvement but no adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse visually inspect the unit. No physical damage to the unit. Removed case and inspect the internal boards, valves, and compressor. Error log showed that the unit did give an error iab catheter restriction (x2) on the day that the issue was reported to clinical engineering. The fse was not able to reproduce the error as it would have happened with the patient, fse was able to restrict the tubing to generate a catheter restriction alarm. This confirms that the unit is working properly. In the clinical app fse was able to autofill and perform normal balloon therapy without issues. Performed pm, verified unit calibrated and passes all functional and safety tests per factory specifications.